Event description:
On april 22, 2008, the lay-user/pt contacted lifescan alleging that he was getting an unspecified error message on a one touch ultra meter. The pt tests his blood glucose 3 times a day. He manages his diabetes with unidentified pills, and diet and/or exercise. The pt indicated that the alleged meter issue started in 2008, and since then, he had been unable to test. The pt did not take any actions related to diabetes treatment as a result of the alleged meter issue. On an unspecified date/time after the reported meter issue began, the pt stated that he developed problems with his vision and symptoms of a headache, dry mouth, and tiredness. The pt did not specify what vision issues he had. During the time of concern, the pt was able to test his blood glucose on a neighbor's meter and got results of "211 and 241 mg/dl". The pt denied receiving medical intervention from a health care professional (hcp). While speaking to the one touch customer advocate (otca), the pt was able to perform a blood glucose test on the reported meter without any problems. The meter and test strips were replaced. The complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms that can be associated with hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips, control solution, and lancing device for eval, but has not yet rec'd them. If either the meter, strips, control solution, and/or lancing device are returned, lifescan will evaluate it/them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.